Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. Communication was sent to the customer, but no response has been received. The device is pending evaluation, and an addendum will be filed with the results once the evaluation is completed.

Event description:
Device malfunction.